Manufacturer narrative:
Correction: device evaluated by manufacturer should have previously been updated to 'no' - device evaluation anticipated, but not yet begun. (B)(4) - results pending completion of investigation and conclusion not yet available.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found. The backup vvi was due to a power on reset (por) caused by a depleted battery from excess high voltage charges.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator was in backup vvi mode. Review of the charge histogram revealed that the patient received multiple high voltage shocks. The physician was unable to determine if they were inappropriate due to the device being in backup mode. Attempts to restore the device were unsuccessful. Patient was stable during the event.

Event description:
New info received stated that on jun 26, 2017 the implantable cardioverter defibrillator was explanted and replaced. Patient was stable and had no complications.